Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle was found cracked in the front before use while giving an injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "a nurse from the gynecology department found a new disposable sterile syringe (with needles) with cracked plastic in the front end when she was giving injection, then she reported it to the medical equipment management department, and there were no injuries so far".